Event description:
On christmas day my sister, nephew and I took quickvue rapid test at home before family lunch gathering. That morning both my sister and I had taken azelastine nasal spray .15% with 2 sprays each nostril because we have allergies. She had taken the spray less than an hour beforehand while I had taken the spray about three hours beforehand. My nephew had not taken any nasal spray. My nephew tested negative for covid while my sister and tested positive, though we had no symptoms. My sister and I then immediately went to a commercial covid test center, (B)(6) complete covid-19 testing center, and took the ID now naat abbott test. We tested negative. After discussion with the test staff, we all felt that the quickvue tests were probably affected by the allergy spray and the positive was false. I reported the false positive to the manufacturer of quickvue, quidel, but they seemed dubious. They simply said they will track incidents. They had performed tests with nasal sprays and said there were no adverse effects, but they admitted to not having tested azelastine. Test for covid prior to family gathering.